Event description:
It was reported by service report that the stretcher had a cracked weld on the cross-bar resulting in intermittent zoom. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom handle load cell weldment.